Event description:
The patient reported erosion over the pump location. The pump was explanted. The medication being delivered via the pump was not reported. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.